Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "the second one I had, had a problem with the wires, and so it only lasted 7 years or so". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.